Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while trying to insert a new reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced at this time; the customer planned to call back to inquiry about upgrading her insulin pump.